Manufacturer narrative:
(B)(4). No sample wil be returned for evaluation.

Event description:
Information was received via medwatch report. It was reported a coronary artery bypass graft procedure was being performed on a (B)(6) yr/old male patient weighing (B)(6) lbs with coronary heart disease, cervical spine fusion anterior c-4 to c-6, stroke, and smoker. During placement of the central line via the right jugular vein with ultrasound by anesthesiologist, resistance was noted when placing the cordis introducer. After placement the pulmonary artery line floated. There was a loss of blood pressure followed by internal bleeding. A right hemothorax was identified which required intervention of multiple blood transfusions and resuscitation. The patient expired. Follow up information per risk management states no additional information will be released by the hospital regarding this event.